Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had cracked reservoir tube lip.

Event description:
The customer reported being in the intensive care unit due to high blood glucose greater than 560mg/dl, and he was released a few days later. The customer stated that he reverted to insulin pens after he was released. The caller mentioned that the insulin pump had cracks. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.